Event description:
It was reported that a patient that has been lost to follow-up presented with rising thresholds and high impedance on their right ventricular (rv) lead. Patient and physician will discuss treatment options. No programming changes at this time and the lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).